Manufacturer narrative:
The customer states the blood pressure reading on the bedside monitor is inconsistent. Replacing the nibp pump fixed the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer states that the blood pressure reading on the bedside monitor is inconsistent.